Event description:
It was reported that the patient underwent a surgery to replace his artificial urinary sphincter (aus) due to urethral atrophy. It was noted that this patient had his aus implanted for approximately 10 years, and cuff wearing on the urethra may have been the cause of the atrophy. The previous cuff was the correct size and had been placed correctly. A new aus was implanted.